Manufacturer narrative:
Product development investigation was completed. The investigation summary indicates that the: we have received the reported drill bit (part 03.010.061 / lot 9641928) for investigation. The visual inspection has shown that approximately 15 mm from the tip section is broken off and the flutes are strongly untwisted. Because of the damage the relevant dimensions cannot be checked to print specifications anymore. The manufacturing review shows that the production procedures were per the specifications and there were no issues that would contribute to this complaint condition. The used material was stainless steel 440a as required and the measured harness was within specification. The broken surface is homogenous what indicates material conformity as well. It is likely that a blockage in combination with too much mechanical force caused the breakage of the drill bit. As already mentioned in the complaint description, an application error by the operator is the most likely root cause of this complaint. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Patient code (B)(4) used to capture drill bit penetrated the contralateral portion and interfered with the crotch post. Subject device has been received and is currently in the evaluation process. DHR review was completed. Manufacturing location: (B)(4). Manufacturing date: 25.sep.2015 . No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during a procedure to repair a femur trochanteric fracture on (B)(6) 2017, the drill bit broke. After the trochanteric femoral nail advanced (tfna) nail was inserted, the drill bit was used to drill on the distal section. The drill bit penetrated the contralateral portion and interfered with the crotch post. At that point, the drill bit broke at the tip. Surgery was completed successfully with no delay and not harm to patient. Surgeon noted the patient had good bone quality, so he put his weight into drilling. Surgeon also noted patient had thin soft tissue and believes this is why the drill bit unexpectedly reached the crotch post. Concomitant devices reported: tfna nail (part number unknown, lot number unknown, quantity 1) this report is for one (1) 4.2mm three-fluted drill bit. This is report 1 of 1 for (B)(4).